Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded two low blood glucose (bg) levels on the event date of (B)(6) 2016. Four boluses were requested and delivered on (B)(6) 2016, and the low bg levels were entered during two of these requests. Basal insulin rate settings only changed once on the event date. Three of the four bolus requests were for large amounts of insulin, and customer had two bolus requests that exceeded maximum bolus amount. There is no direct indication that any of these requests would cause the customer to go low unless carbohydrates were miss calculated. There is no evidence that the insulin pump malfunctioned or experienced a failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). Reportedly, customer was not sure of the cause of the low bg level, but suspected that it may be due to their pregnancy. Customer consumed juice to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.